Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported that the 3 infusion set cannula were kinked. The infusion set was in use for few hours after insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.